Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis due a force sensor issue. There was force sensor test error in the history. The device was tested by start up and inspection. The reported issue was duplicated. The plunger cable was not plugged into the main board. The issue was customer induced. This issue was caused by the customer's incorrect assembly of the device. The technician plugged the plunger cable into the main board. The device was repaired, recalibrated and it passed functional testing.

Event description:
It was reported that the medfusion pump exhibited an issue with the force sensor. There was no patient involved as the issue occurred during testing.